Event description:
It was reported that during preparation, the inflation and deflation rate of the balloon catheter was noted to be slower that expected. The balloon catherter was prepared using 80% contrast medium. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The balloon catheter was returned with a competitor guidewire. Visual inspection revealed no anomalies. During functional evaluation, the balloon was unable to be flushed nor was a patency mandrel able to be advanced through the entire balloon catheter shaft. The balloon catheter was cut towards the distal tip. The distal section of the balloon catheter was noted to be blocked with contrast which was unable to be removed; therefore an inflation/ deflation test could not be performed. 80% contrast was used during preparation. Information available indicated that the target device was confirmed to be in good condition prior to use. It is probable that the contrast may have caused the slower reaction time with inflation and deflation of the balloon depending on viscosity. Based on the information available and device analysis, an assignable cause of operational context has been assigned to this investigation.

Event description:
It was reported that during preparation, the inflation and deflation rate of the balloon catheter was noted to be slower that expected. The balloon catheter was prepared using 80% contrast medium. There were no clinical consequences to the patient.